Event description:
It was reported that the patient received inappropriate shocks due to noise on the fractured pace/sense portion of the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg, implantable cardioverter defibrillator, (B)(6) 2008; 5076, implantable pacing leads, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary-the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Analyst comments- the presence of a lead removal wire prevents electrical continuity testing. Visual continuity inspection performed for entire conductor length using destructive testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.